Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for an unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Dates of implant and explant are unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for an unknown quantity of unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following literature article winge, mona I and rokkum, magne (2017) "cap cement is equivalent to iliac bone graft in filling of large metaphyseal defects: 2 year prospective randomised study on distal radius osteotomies". Injury, int. J. Care injured, (B)(6) the purpose of the prospective randomized study was to compare the clinical and radiological outcomes of the injectable bone cement with corticocancellous bone graft used to fill voids after corrective osteotomies in the distal radius. From january 2007 to may 2009, twenty (20) consecutive patients were included in the study. A synthes 3.5 mm titanium lcp oblique-angled t-plate with corresponding screws was used in all patients. The patients were randomized for either norian bone cement or an iliac crest bone graft. Pre-operatively and post-operatively all patients included in the study underwent standard 90-90 posteroanterior and lateral x-rays of the wrists. Follow up x-rays were at 8 weeks, 3 months, 6 months, 12 months and 24 months. The following complications were noted: one patient with bone graft experienced continuous wrist pain and developed pseudoarthrosis; patient had additional surgery to remove bone graft and pseudarthrosis one bone graft patient had partial non-union at 3 months; proximal junction healed at 3 months but the distal end took additional months to heal. Two additional patients experienced insufficient bone healing and were noted as smokers. Two patients with bone grafts experienced epl tendon ruptures at the distal edge of the plate 2 and 5 months postoperatively; requiring proprius transfers. Twelve patients (7 norian cement, and 5 bone graft) experienced local irritation from the plate and tenosynovitis like symptoms; additional surgery was required to remove the plates. One patient was noted at 6 months to have a plate that fractured; subsequent surgery occurred. Concomitant device: norian (part unknown, lot unknown, qty unknown). This is report 3 of 3 for (B)(4). This report is for an unknown quantity of unknown screws.